Event description:
Failed hip implant leading to cobalt toxicity and subsequent blindness and heart failure. Stryker trident 60 mm acetabular shell, 36mm ceramic liner-01/01/2009. Stryker accolate plus hip stem size 4, and a 36 mm +5 head-(B)(6) 2009.